Event description:
An industry customer in (B)(6) notified biom¿rieux of obtaining a misidentification result in association with the vitek¿ ms instrument (ref. 410895, serial (B)(4)) when testing a micrococcus luteus isolate. The customer stated the vitek¿ ms identified the organism as brucella spp; however, this did not align with the gram strain result or yellow colony color. A biom¿rieux field service engineer (fse) visited the customer site and performed an instrument fine-tuning and confirmed the system was operational. Following the instrument fine-tuning, the customer noted some test spots showed unexpected peaks; the customer subsequently stopped using the vitek¿ ms instrument. As this is an industry customer, there is no adverse patient impact. Initial review of the customer's data showed evidence of spot preparation error by the user. Biom¿rieux has initiated an internal investigation.

Manufacturer narrative:
An industry customer in sweden notified biomérieux of obtaining a misidentification result in association with the vitek® ms instrument (ref. (B)(4), serial (B)(6)) when testing a micrococcus luteus isolate. The result obtained was brucella spp. Upon retest, the sample was identified as m. Luteus / proteus mirabilis. The actual organism identification is unknown as no reference method was performed. Customer confirmed that no death or harm to any patient, operator, or service person occurred. Investigation investigator first looked at the complaints database to search for similar reports. Since january 2016, 31 similar complaints have been recorded, from 21 different customers. 28 were misidentified as brucella spp and 3 as a low discrimination to robinsoniella peoriensis - brucella spp., brucella spp - parvimonas micra and brucella spp - bacillus cereus group. There are no capas nor non-conformities on vitek® ms linked with customer 's complaint. Vitek® ms r&d department created a change request (cr#2264) in order to mitigate knowledge base (kb) weakness with poor quality spectra to a future vitek ms knowledge base. In addition, vitek® pickme could be used to optimize the quality of deposit. Fine tuning: fine tuning status appears good at the time of acquisition. According to the vilink alert tool criteria, no fine tuning was needed during the tests made on 29 jul 2021. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Kb review: the expected identification is unknown because no reference method was used to confirm the identification. Based on the information provided by the customer, the suspected identification seems to be micrococcus spp. Sample data analysis: analysis of submitted mzml sample files shows that ¿all peaks¿ values are quite heterogeneous and low, varying between 31 and 55. The potential misidentification as brucella spp was obtained from a spectra having a lower number of peaks (31) which is near the acceptable limit for giving an ¿identification¿ result. Brucella spp. Also had a low identification score (-0.1) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The low discrimination as proteus mirabilis / micrococcus luteus was obtained from the spectra having also a low number of peaks (55) and a low identification score (-0.38 / -0.23) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The two customer sample spectra are not very similar to each other (only 45% similarity). The closest spectra in the knowledge base are those of micrococcus luteus, but still shows with a very low similarity (40%). The customer sample might be a micrococcus, either a species belonging to the kb, but not identified because of a bad deposit, or a micrococcus not belonging to the kb. Conclusion the cause of the misidentification issue as brucella spp is a kb weakness with a bad quality of spectra (linked to a non-optimal spot preparation). Significant improvements (change request #2264) have already been made by r&d for next vitek ms kb version to limit misidentifications as brucella spp. In addition, vitek® pickme could be used to optimize the quality of deposit. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to help with sample spot preparation.